Event description:
It was reported that a dye study was done today and the physician determined that the catheter may be epidural so they are sending the patient for a second opinion. There was no volume discrepancy and the reservoir volumes matched; however patient was reporting increase in pain. Drug delivered via the device was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter, model: 8709, serial# unk, implanted/ explanted: unk. Catheter, model: 8540, serial# unk, implanted/ explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).